Event description:
A malfunction was reported on the pump, and the caller described no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.